Manufacturer narrative:
A manufacturing investigation action & pd summary was conducted/performed. The report indicates that: product inspection: the plate referred in (mia, lot l277909) was inspected for all the features pertinent to the complaint condition according to the product investigation matrix ¿broken/cracked¿ reported in the procedure. All the measurable features pertinent to complaint condition have been found conforming to specification. The plate is broken at the level of the holes number va.6. The holes va.4/5/7/8/9 (the ones proximal to fracture line) were found conforming to specification for features that are still measurable. For these features, since the va-holes are manufactured using the same cnc program and tools (repeated features), it is possible to conclude that all variable angles holes were conforming to spec. The plate thickness and width were measured in different points of the plate and found in specification. No evidence of nonconformance manufacturing related. The raw material has been verified through review of certificate documented in the DHR review section. Conclusion: no product fault could be detected. The lot in question was manufactured with a lot size of 12 pieces in february 2017 and we are not aware of any other complaint of this nature for this article- and lot number. Based on the provided information we are not able to determine the exact cause of this breakage. It is likely that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. Considering that all relevant measurable product features meet specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. Disposition: mia is disposed as confirmed due to evidence that the part is broken, but it's considered not valid for mezzovico because there is no evidence of issues manufacturing related. No manufacturing related issue was identified, therefore review to the specific prm and prm line is not applicable. Part returned to customer quality as per procedure. No product related issue could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient weight was reported as ¿slim and frail¿. (B)(4). Device history records review was completed for part# 02.124.415s, lot# l277909. Manufacturing location: (B)(4), manufacturing date: feb 13, 2017, expiry date: feb 01, 2027. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, patient was implanted with the variable angle locking compression condylar plate (va-lcp). Postoperative, on (B)(6) 2017, the plate broke at an occupied screw hole. Patient underwent revision surgery on (B)(6) 2017. Procedure was completed successfully. Patient outcome was not reported. Concomitant devices reported: locking attachment plate 3.5 (part# 02.120.601s, lot# 9926237, quantity 2); connection screw stardrive (part# 02.120.606s, lot# l109367, quantity 1); connection screw stardrive (part# 02.120.606s, lot# 9706512, quantity 1); cables (part# unknown, lot# unknown, quantity unknown); screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) variable angle locking compression condylar plate (va-lcp). This is report 1 of 1 for (B)(4).